Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: per service manual operational and diagnostic analysis does not confirm the reported issue. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. No further investigation beyond what is noted below will be conducted on this complaint. A review into the depuy mitek complaints system revealed no other complaints of any kind for this device serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Fms pump during a case shutdown intermittently, need replacement. Happened during shoulder scope. No surgery delay. No patient impact or harm. Another fms unit was on standby.